Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly. Customer alleged the shutdown was due to battery depleting rapidly, however this was unable to be confirmed as the appropriate alerts and alarms were not present. Customer's blood glucose level ranged from 180 mg/dl to 220 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.